Manufacturer narrative:
Corrected model# and serial number, and manufacture date.

Manufacturer narrative:
The model# was not provided. Manufacture date could not be determined. The patient was the initial reporter, so personal information was not entered.

Event description:
The customer called because the numbers on the breeze2 display were blurry. Since the customer was not able to see the initial segments check of 8.8.8 at power on during the call, it was concluded segments were missing from the display. No adverse event was alleged. The customer was advised to return the meter in exchange for a new one. She declined the offer and wanted to continue to use her meter.